Event description:
It was reported that during a cardiac ablation procedure using the sphere catheter, the patient experienced visual disturbances upon waking from general anesthesia. Magnetic resonance imaging (MRI) scans revealed five acute ischemic spots in the brain, specifically in the right frontal, right parietal, bilateral occipital, and left cerebellar hemisphere regions. Cavitary sequelae were identified in the right thalamus and right posterior lenticular region, and an ischemic sequela was noted in the left fronto-subcortical cortex. The patient experienced a stroke or cerebral vascular accident. The physician extended the patient's hospitalization to conduct a follow-up MRI scan. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.